Event description:
Caller alleged discrepant inratio2 precision results while training a new pt self tester. Results as follows: date: (B)(6) 2013; inratio: 2.4; 1st repeat: 1.3; 2nd repeat: 1.2; 3rd repeat: 1.3. Time between tests: a few minutes. Test were done using a fresh finger. Therapeutic range: unk. Trainer is reporting issues. Trainer stated that the same strips were used on a different pt yesterday without any issue.

Manufacturer narrative:
Investigating pending.